Event description:
It was reported that a door switch of spectrum pump did not work. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the door switch was not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch which was not functioning properly. The upper auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.